Event description:
The company was informed that the pt experienced intermittent swelling near the implant site after falling 2 years ago. A surgery to reposition the device has been performed. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.